Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 405 mg/dl. The customer stated that he had been experiencing high blood glucose levels for (B)(6). The customer had been blousing, but was unable to regulate his blood glucose levels. Troubleshooting was performed, and the daily totals did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.